Event description:
Pt has been diagnosed with pseudomonas aeruginosa due to possible ingestion of fluid from a recalled first yrs animal teether. Before diagnosis, complainant stated that his son was using an animal teether mfg by first yrs. Complainant stated that his son bit into the teether about four months ago and he noticed the liquid missing. He contacted posion control, who informed him that the liquid inside the teether was non-toxic. Since that time, his son has been in and out of the hosp due to continuous coughing. During the last visit to the hosp, his son was diagnosed with the above bacteria. Upon reading the local newspaper over the weekend, the complainant realized the first yrs teether he had purchased for his son was involved in a recall. His son will be starting the antibiotic cipro.